Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint was not confirmed, as the unit was able to power up during evaluation. A green led light was observed but the screen was blank. The unit underwent troubleshooting and the circuit board was found to be faulty.

Event description:
The service center was informed that during preparation for use, the lcd monitor did not power up. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. The legal manufacturer reviewed the content of this complaint for further investigation. The root cause could not be determined since the device was not returned. The legal manufacturer reported that the most likely cause for the ¿power does not turn on¿ are as follows: ¿the cause of the pointed out phenomenon was the failure of the qb board. ¿ since 6 years and 1 month have passed since the manufacturing of this monitor, it assume that the failure was due to normal aging.